Event description:
As reported, approximately 1 year, 3 months post successful subclavian valve in valve tavr, within a pre-existing surgical valve, a valve in valve procedure (with a non-edwards thv) was performed due to increased gradient across the 23mm sapien 3 ultra valve. Additional information has been requested.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Added additional information to b.5. Corrected information in b.7. Investigation is ongoing.

Event description:
Medical records were received for review. The patient had presented recently with worsening exertional dyspnea that was very limiting for approximately 3 days. They were found to have nstemi and heart failure exacerbation on admission. The patient was treated for cardiogenic shock and acute on chronic kidney disease and transferred for further evaluation for tavr. A tte was performed and revealed severe aortic stenosis with an av mean gradient of 53.94mmhg prior to the valve in valve procedure.

Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating increased gradient. During manufacturing of the sapien 3 ultra valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU and procedural training manual were reviewed. Warnings indicate accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Post-procedure care includes medications, such as anti-coagulation and anti-platelet therapy. Thv recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. The increased gradient was confirmed based on provided medical record. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per medical report, the mean gradient during the follow up was 53.94mmhg. Additionally, it was noted the patient had stage 3 ckd (chronic kidney disease), type 2 diabetes and hyperlipidemia. These co-morbidities are known to be associated with valve stenosis/calcification. The combination of factors may lead to increased gradients. As such, available information suggests that patient factors (pre-existing co-morbidities: type 2 diabetes/ckd/hyperlipidemia) may have contributed to the complaint event.